Event description:
Customer alleged the lancet needle did not retract after firing in the softclix lancet device. No accidental sticks were reported. A request was made for the return of the suspect device and replacement product was sent.

Event description:
Reporter alleged obtaining discrepant blood glucose values of 78 mg/dl, an error message, and a reading of 234 mg/dl when all tests were performed within 5 minutes on the aviva system. Reporter stated he felt "tired' at the time; however, did not indicate whether this symptom was typical for him of hypoglycemia or hyperglycemia. Reporter indicated self treating with food; however, no other actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
(B)(4). Corrected data: catalog # = atb45.

Manufacturer narrative:
(B)(4). Damaged pinion axle support. The analysis results found that one atb45 was received with the firing trigger broken and with a 6r45b reload loaded in the device. The reload was received partially fired and with the lockout spring normal. In addition, it was observed five staples jammed on the knife slot. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). Event could not be confirmed as the device opened and closed without difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, surgeon left a hole in the stomach to repair. More information to come. Additional information received on (B)(4) 2010: the device apparently jammed on the stomach and would not open. It was a reloaded cartridge, but they cannot remember how many firings. The surgeon said he couldn't open it; the release trigger would not work. He actually broke the gun trying to release it. This left a hole in the stomach that he had to suture closed. The patient is fine.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.